Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device #: (B)(4). A was received with the needle release button in the depressed (step 2 of 2) position. The needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
Patient reported that on the date of (B)(6) 2021 the needle button released prior to the completion of the 24-hour period. Patient reported that she followed proper fill, wear, and go procedure when she removed her old v-go 30 device and replaced it with a new v-go device last night. Patient reported that she was able to administer her 6 meal time clicks successfully this morning and when she attempted to administer the lunch time clicks patient noticed that the needle button released without cause before the completion of the 24 hour period. Patient reports that there was no interference and patient did not accidently press the needle release button.